Event description:
On 1/7/97, PICC line placed. Pt discharged to home on 1/9. Treatment concluded and line removed 1/21/97. On 3/14/97, thrombosed vein surgically removed from same arm/site where PICC line had been.